Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The customer reported that while the ventilator was in patient use a blower high temperature alarm occurred and that the patient passed away. The customer reported that the ventilator did not contribute to the patients death and therefore did not order the ventilator to be evaluated by philips.

Event description:
The customer reported that while the ventilator was in patient use a blower high temperature alarm occurred and that the patient passed away. The customer reported that the ventilator did not contribute to the patients death and therefore did not order the ventilator to be evaluated by philips.

Manufacturer narrative:
Further information presented finds the patient premature expiration was not related to device functionality. Furthermore, cause and/or contribution of the device to the patient outcome has been refuted by the customer, with no allegation of device deficiency, malfunction, or failure to meet manufacturer declared specifications.